Event description:
This complaint is now reportable based on the analysis completed on 12/20/2006. It was reported that during a coronary drug eluting stenting treatment procedure on the right coronary artery, the physician attempted to place a 3. 00x16mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was successfully completed with another 3.00x16mm taxus express2. The patient's condition is reported as "satisfactory/good". However, the returned product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device found proximal stent damage. Some of the struts were severely misaligned. Distal stent damage was also found. Some of the struts were slightly raised. The stent had moved distally towards the tip. A severe kink was located at the port area of the device. Several slight kinks were located along the entire length of the hypotube. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The root cause of the reported complaint cannot be conclusively determined. The condition of the returned device is consistent with the proximal edge of the stent getting caught on a foreign object during withdrawal which resulted in the stent getting pulled distally on the balloon. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.